Manufacturer narrative:
(B)(4). Jaws.

Event description:
It was reported that during a pancreatic mass procedure, the device stopped feeding clips and then would not open. The surgeon pulled the device off of the vessel manually but did clip the vessel. They completed the procedure with a new like device and clipped over the area that had been sheered. There was no patient consequence reported.